Event description:
Blood glucose test was performed and a result in the 200mg/dl range was received. The customer went to the e.r. Based on the result. The hosp tested and received a result of 100mg/dl and the customers device read 192mg/dl. No treatment was received level one control was out of range and the customer stores glucose strips out side of the original vial. A request was made for the return of the suspect deivce and replacement product was sent.